Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication as fingerprint was not accepting during witness. A technical support specialist remoted into the machine and checked any error in the configuration and found nothing and then restarted the machine and asked user to recreate it and user was able to issue the item and complete the confirmation with the witness identification without any issues. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower unable to issue medication 65100055102090 - morphine sulf 20 mg/ml soln 30 ml fingerprint was not accepted during witness. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.